Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, with the user stating that ¿the change the ilet do to the not give,¿ and troubleshooting and education were completed with no alerts or alarms reported. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no report of hospitalization, disability, life-threatening injury, or other clinical impact beyond the hyperglycemia event. Investigation included a review of the event with user follow-up and troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with no device alarms or specific component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.